Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a case, the instrument had to be replaced due to a broken jaw. Two pieces were noted and removed. An x-ray was taken at the end of the case, prior to completion of the closure to check for retained foreign material, none was noted on radiology review.